Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was not properly rotating and were difficult to operate. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument displayed the message "instrument is expired, remove instrument". The instrument life was expired according to the life indicator turning red, also according to the in-house system, and error logs. The complaint was not confirmed by failure analysis. An additional observations not reported by the complaint was identified. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.68 mm offset at the tips. The grips were not found to have cracking damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 07/23/2024, the following additional information was obtained: the issue occurred doing the surgeons had been inside of surgeon side console (ssc) high resolution stereo viewer (hrsv), while the surgeon was attempting to manipulate instruments. The movement of the surgeon scale was appropriate to the instrument. The instrument moved in the intended direction. There was no concern about the movement. The timing of the instrument was appropriate. There was no shakiness or friction noted. There were no external collisions. There was no instrument or system arm-to-arm interference. There were no external collisions. The customer was not able to resolve the issue and used a new instrument to proceed. The drape is not available for return. The device was inspected prior to use. There was not any other damage or anything out of the ordinary.

Event description:
Refer to h10/h11 for follow-up information.